Event description:
Pt revised for abnormal wear five years after primary implant. Surgeon requests investigation into the cause of wear. No date of implant; revision or pt info were provided. These details have been requested.